Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 95% to 100% stenosed lesion was located in the left anterior descending artery. The vessel was predilated with a non bsc balloon. A 2.75x32mm taxus liberte' drug eluting stent as well as a 3.00x32mm taxus liberte' drug eluting stent were successfully implanted. The physician then attempted to advance a 2.75x16mm taxus liberte' drug eluting stent but could not cross the lesion. The procedure was completed with a 2.5x15mm non bsc drug eluting stent. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis confirmed there was proximal stent damage, a kinked hypotube and tip damage.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device found that the proximal side of the stent was damaged. The struts were raised proximally. A visual examination of the returned unit revealed a severe kink on the hypotube. Visual examination of the tip revealed tip damage. The tip was flared. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.